Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing chest pain and palpitations. They also reported that they are not sure if the pacing lead is "still working properly". The lead remains in use. No further patient complications have been reported as a result of this event.